Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while device was being articulated within abdominal cavity for positioning to apply to the stomach for resection, surgeon noticed that there is an excess "rubber" over the stapler handle of the toggle switch which push the rubber over the button and wouldn't fully engage the button to activate and at one point locked the button into continued articulation without surgeon control. Surgeon removed device as he didn't want accidental contact or lack of control near the liver. Surgeon used manual stapler to resolve the issue. There was no patient injury.